Manufacturer narrative:
After clinical review performed on (B)(6) 2020, it was decided to remove patient code 1888 to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade IV and a hemorrhage. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced capsular contracture baker grade IV and a hemorrhage on the right side post-operatively. As a result, the patient underwent removal and replacement with saline mentor smooth round high profile 420 cc, catalog number 3503420, serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6) 2020.

Manufacturer narrative:
On sep 15 2020, additional information was received indicating the impacted device was a saline mentor smooth round high profile 290cc breast implant, lot number 7555338, serial number (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).